Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a and 3b endoleak of the main body (bifurcated stent graft), type 1a endoleak with migration of the cuff (infrarenal stent graft extension), sac growth and secondary procedure. A separate report will be file for the type 1a endoleak and migration of the cuff (infrarenal stent graft extension). The type 3b endoleak is mostly likely device related due to the use of strata material. For the type 3a endoleak; device, user, procedure or anatomy relatedness could not be determined. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: at the completion of the clinical assessment on 10/01/2018, clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak and migration of the cuff (infrarenal stent graft extension). Also there was a type 3a of the main body (bifurcated stent graft). A separate report will be file for the type 1a endoleak and migration of the cuff (infrarenal stent graft extension). This report is for the main body (bifurcated stent graft).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was implanted with a bifurcated stent graft, an infrarenal stent graft extension and three (3) limb extensions to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3b endoleak with sac growth. On (B)(6) 2018, a non-endologix stent was implanted. However the 3b endoleak was not corrected due to the patient's anatomy being hostile and there is no gate to cannulate. As of the date of this report, there have been no additional patient sequelae reported.